Event description:
It was reported that during a da vinci si myomectomy procedure, the cable broke on a tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip cable was broken at the distal idlers. The idler pulley spun freely but was found damaged. The cable segment stuck out at the instrument's wrist at approximately .4260. Other cables at the wrist were not damaged. An additional observation not reported was a mechanical indentation at the edge of the distal idler pulley. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.